Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer¿s blood glucose level was 277 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.